Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis procedure performed: posterior lumbar interbody fusion (plif) levels implanted: l5 and s1 post-op, screws on both sides of s1 were loosed. Both screws were removed and fusion for extending was performed at l3-s1-isbs. These screws were replaced with other screws.